Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("inflammations in your fallopian tubes/chronic salpingitis"), oophoritis ("oophoritis"), pelvic pain ("pelvic pain") and vaginal infection ("acute vaginitis") in a 33 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chikungunya virus infection in 2019 and endometritis, food allergy (shrimp and pineapple), pelvic pain (pre-existing condition), anemia (pre-existing condition), caesarean section (1 cesarean delivery), vaginal delivery (2 vaginal deliveries), multiparous (patient already had children,) and multigravida (patient already had children, gravida 3). No comorbidities, pre-existing medical condition, allergies, food intolerance and non-drug user. Zero abortions. Previously administered products included: microvlar for contraception. Concomitant products included dulcolax [bisacodyl] for ultrasound abdomen on (B)(6) 2022, simethicone (simeticone) for ultrasound abdomen on (B)(6) 2022, midazolam since (B)(6) 2020, morfina [morphine] for salpingectomy since (B)(6) 2020, dipirona [metamizole sodium] since (B)(6) 2020 with a previous dosage regimen since (B)(6) 2020, cefazolina [cefazolin] for antibiotic prophylaxis since (B)(6) 2020, cefalexina [cefalexin] from (B)(6) 2020, dimeticona (dimeticone) in (B)(6) 2020, diclofenac potassium in (B)(6) 2020, lorazepan (lorazepam) since (B)(6) 2016, azitromicina [azithromycin] since (B)(6) 2016, ibuprofen since (B)(6) 2016, diazepan (diazepam) since (B)(6) 2016, fentanil (fentanyl) for salpingectomy and clorexidina (chlorhexidine gluconate). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016 she experienced procedural pain ("pain scale 2/ light colics"). In (B)(6) 2016 she experienced diuresis ("diuresis"). On (B)(6) 2018 she experienced vaginal infection (seriousness criterion medically important). On (B)(6) 2018 she experienced varicose veins pelvic ("pelvic varices"). On (B)(6) 2020 she experienced flatus ("elimination of flatus/vesico-intestinal eliminations present and regular"). On (B)(6) 2020 she experienced postoperative pain ("flaccid abdomen, painful to palpation"). On (B)(6) 2020 she experienced gastrointestinal hypermotility ("peristalsis +") and diuresis excessive ("diuresis +"). In (B)(6) 2020 she experienced salpingitis (seriousness criteria hospitalisation and intervention required). On (B)(6) 2020 she experienced fallopian tube cyst ("paratubarian cysts"). On (B)(6) 2022 she experienced meteorism ("intense intestinal meteorism"). On unknown dates she experienced oophoritis (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criterion intervention required), back pain ("back pain"), pain in extremity ("pain in the legs"), heavy menstrual bleeding ("increased menstrual flow"), cramp in lower abdomen ("severe colic"), nausea ("nausea"), dizziness ("dizziness"), abdominal pain ("absurd pains in the belly/strong abdominal pain"), chest pain ("absurd chest pains"), mood swings ("mood swing"), device dislocation ("essure was out of the proper place"), ovarian cyst ("left ovary cyst"), abdominal distension ("swelling in the belly"), a first episode of dysmenorrhoea ("a lot of pain during the menstrual period"), stress ("stress"), perineal pain ("perineal pain female"), a second episode of dysmenorrhoea ("intense menstrual colic"), breast pain ("intense mastalgia"), premenstrual syndrome ("intense premenstrual tension"), dyspareunia ("dyspareunia") and iliac fossa pain ("pain in the right iliac fossa") and was found to have blood cholesterol increased ("raised total cholesterol") and low density lipoprotein increased ("elevated ldl cholesterol"). The patient was hospitalised from (B)(6) 2020. The patient was treated with cefazolina [cefazolin], bromoprida (bromopride), cetoprofeno [ketoprofen], dipirona sodica (metamizole sodium), omeprazol [omeprazole sodium] and ondansetron as well as surgery (bilateral salpingectomy on (B)(6) 2020 from 14:22 to 15:20 and bilateral salpingectomy on (B)(6) 2020 at 14:22 from 14:22 to 15:20). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, ovarian cyst and abdominal distension had not resolved. The outcomes for salpingitis, oophoritis, vaginal infection, back pain, heavy menstrual bleeding, cramp in lower abdomen, nausea, dizziness, abdominal pain, chest pain, mood swings, device dislocation, meteorism, flatus, postoperative pain, gastrointestinal hypermotility, diuresis excessive, fallopian tube cyst, stress, perineal pain, blood cholesterol increased, low density lipoprotein increased, breast pain, premenstrual syndrome, dyspareunia, iliac fossa pain, varicose veins pelvic, procedural pain, diuresis and the last episode of dysmenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain, cramp in lower abdomen, iliac fossa pain, back pain, blood cholesterol increased, breast pain, chest pain, device dislocation, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, dyspareunia, fallopian tube cyst, flatus, meteorism, gastrointestinal hypermotility, heavy menstrual bleeding, low density lipoprotein increased, mood swings, nausea, oophoritis, ovarian cyst, pain in extremity, pelvic pain, perineal pain, diuresis, diuresis excessive, premenstrual syndrome, procedural pain, postoperative pain, salpingitis, stress, vaginal infection and varicose veins pelvic to be related to essure administration. The reporter commented: before the implantation of the essure device, the plaintiff hardly felt colic during her menstrual period. Period, led a healthy life, without the presence of constant pain, as well as she felt willing to as well as she felt willing. (B)(6) 2016:mentally oriented, admitted walking, skin intact, normal color, had pure coffee 07:30 essure insertion: no maneuvers required, no difficulties, bilateral, 4 spirals in the right tube cavity and 3 in the left tube cavity. Procedure time 3 after essure insertion: released after improvement of symptoms (mild colic), presenting stable vital signs and no complaints. The doctors said that essure is well positioned. Procedure (bilateral salpingectomy) performed without intercurrences last 24 hours after bilateral salpingectomy: normotensive and afebrile patient in good general condition, asymptomatic, hydrated, ruddy, eupneic, refers elimination of flatus. Abdomen: flaccid, painless on superficial palpation, no signs of peritoneal irritation. Operative wound: clean and dry, no signs of hematoma. Lower limbs: no signs of acute thrombosis. Hospital discharge. On examination: lucid and oriented, ruddy, breathing with room air. The abdomen was flaccid and painless on palpation, vesico-intestinal eliminations present and regular were present and regular, as reported by the patient. Lower limbs free of edema. At 16:00 (B)(6) 2020: settled in bed, lucid and oriented, responsive to verbal requests, ventilating on room air, walking, vital signs checked. At 19:00 (B)(6) 2020: settled in bed, lucid and oriented, responding to verbal requests with coherence, denies drug allergies, accepting well the diet offered, no pain complaints at the moment, bladder and bowel eliminations present. Venous access was performed in the right upper limb with 18-gauge jelco and saline solution. At 07:00 (B)(6) 2020: lucid and oriented, on zero diet, with venous access in the right upper limb saline, walking. (B)(6) 2020: removal of adornments, forwarded to the abdominal and pelvic bath with chlorhexidine. At 15:20 (B)(6) 2020 : lucid, oriented, normotensive, eupneic, flaccid breasts, flaccid abdomen painless on palpation, surgical wound clean and dry at the moment, light-colored diuresis in good flow in a closed collector and a landing bladder catheter, free limbs without mobility due to motor block. Before the procedure (bilateral salpingectomy): at 07:00, the patient was lucid, oriented, responsive to verbal requests, walking, breathing room air; normal pressure, normocardia, afebrile, eupneic, normal colored mucous membranes, hydrated skin, acyanotic, anicteric; peripheral venous access in the right upper limb, jelco 18, saline; lower limbs free of edema, free calves; denies comorbidities and drug allergies; active auscultation was offered; she was oriented not to ingest liquids and food; communicate any alteration to the team; at 12:45 she was referred to the surgical center; at 16:45 she returned lucid, oriented, responsive to requests; occlusive surgical wound; oriented to the care of the occlusive wound. Indwelling urinary catheter with 200 ml of diuresis, light yellow color; at 17:40 (B)(6) 2020: patient lucid and oriented, with venous access flowing serum therapy with bladder catheter in sinphonage. At 19:00 (B)(6) 2020: patient lucid, oriented, responsive, at bed rest with delayed bladder catheterization, uneventful. At 07:00 (B)(6) 2020: patient accommodated in bed, lucid, oriented and cooperative, denies drug allergies and comorbidities, peripheral venous access in the right upper limb, jelco 18 saline, accepting direct offered, flaccid abdomen, painful to palpation, operative wound with occlusive dressing, externally clean and dry, vaginal bleeding absent at the moment. Diuresis was present by indwelling urinary catheterization, lower limbs without edema and free calves. Peripheral venous access. Location: right upper limb. Caliber of percutaneous device chosen: 18. Permeability: adequate. Flogistic signs at the puncture site: no. Device installation date: (B)(6) 2020. Device replacement date: (B)(6) 2020. Preoperative diagnosis: chronic salpingitis. Postoperative diagnosis: the same. Surgical description: asepsis + antisepsis. Skin incision to pfannestiel. Opening of the cavity by planes and lysis of adhesions. Cavity inventory: uterus of normal size and shape, ovaries visualized and without macroscopic alterations, fallopian tubes with bilateral salpingitis. Individualization of uterine tubes with localization of metallic fragments (essure). Incision of the upper part of the fallopian tube with removal of the essure fragments. Performing clamping section and tubal ligation/ bilateral salpingectomy. Review of hemostasis. Synthesis of the cavity by planes. Synthesis of the skin. Compressive occlusive dressing. End of the procedure. At 19:00 (B)(6) 2020: patient accommodated in bed, awake, verbalizing, ventilating on room air, no complaints at the moment, eupneic, acyanotic, afebrile, normotensive, denies allergies and comorbidities, accepting well the diet offered, symmetrical breasts, abdomen flaccid and free, diuresis present by vesical catheterization, absence of vaginal bleeding, absent bowel movements, lower limbs free of edema (B)(6) 2020: lucid patient, hydrated, ruddy, anicteric, acyanotic, eupneic and afebrile, without complaints, flaccid abdomen, painless on superficial palpation, surgical wound without signs of inflammation, peristalsis +, diuresis +. (B)(6) 2020: patient without complaints at the moment, good general state, ruddy, hydrated, flaccid abdomen, painless, good-looking scar. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. [Blood cholesterol (< 199 mg/dl)] on (B)(6) 2020: 276 mg/dl. [Blood pressure measurement] on (B)(6) 2016: 90x60 mmhg; on (B)(6) 2020: 111x77/ 100x70/ 118x82/ 111x77 mmhg. [Body temperature] on (B)(6) 2016: 36.5 degrees celsius; on (B)(6) 2020: 36/ 35.8 degrees celsius. [Chest x-ray] on (B)(6) 2020: -expanded and transparent lungs. Pervious costophrenic sinuses. Heart silhouette within normal limits. [Culture urine] on (B)(6) 2018: negative. [Heart rate] on (B)(6) 2016: 60 beats/min; on (B)(6) 2020: 65/ 50/ 62 beats/min. [Hepatitis b virus test] on (B)(6) 2020: not reagent. [Histology] on (B)(6) 2020: paratubarian cysts. [Hiv antibody] on (B)(6) 2020: non-reactive. [Human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2018: negative; on (B)(6) 2019: negative; on (B)(6) 2020: negative. [Low density lipoprotein (< 99 mg/dl)] on (B)(6) 2020: 199.20 mg/dl. [Magnetic resonance imaging abdominal] on (B)(6) 2022: bladder of normal shape, contours and capacity, with homogeneous content. Anteverted uterus with preserved shape, contours and dimensions, measuring 8.1 x 4.0 x 5.2 cm, with estimated volume of 87.6 cm³. The signal intensity of the myometrium is homogeneous, with no focal lesions. Endometrium and junctional zone with normal thickness and signal intensity. Uterine cervix with preserved morphology. Ovaries with preserved morphology, dimensions within normal limits for the age range and regular contours, the right ovary presenting normal signal intensity and the left ovary showing nodular, oval image, predominantly with lipomatous content with solid projections in between, measuring approximately 3.1 x 2.5 cm, compatible with teratoma. Vagina of anatomical configuration. Vesicouterine and retrocervical spaces and rectovaginal and vesicovaginal septa of preserved aspect. Round and uterosacral ligaments in pelvic excavation. Absence of pelvic or inguinal lymphadenomegaly. No significant changes are observed in the rectum/sigmoid topography, possible to detect by the method. [Oxygen saturation] on (B)(6) 2020: 98/ 99/ 100 %. [Respiratory rate] on (B)(6) 2016: 20 breaths per minute; on (B)(6) 2020: 12/ 18/ 15/ 11 breaths per minute. [Smear cervix] on (B)(6) 2018: negative for neoplasia, benign, reactive or reparative. Cellular changes, inflammation. Epithelia represented in the sample: squamous. Microbiology: lactobacilli. [Treponema test] on (B)(6) 2020: syphilis: not reagent. [Ultrasound abdomen] on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. No dilatation of intra- or extrahepatic bile ducts. The hepatocoledocele is normal in caliber. Gallbladder is normally distended, thin-walled, with no evidence of calculi inside. Spleen is homogeneous and of normal volume. Pancreas with anatomic aspect. Kidneys of normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocalyx dilatation and/or calculi with echographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside.; on (B)(6) 2022: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. No dilatation of intra- or extrahepatic bile ducts. The hepatocoledocele is normal in caliber. The gallbladder is normally distended, thin-walled, with no evidence of stones inside. Spleen is homogeneous and of normal volume. Pancreas with anatomic aspect. Kidneys of normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocalyx dilatation and/or calculations with echographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Intense intestinal meteorism. [Ultrasound scan] on (B)(6) 2016: essure well-positioned; (date unknown): essure out of the proper place [ultrasound scan vagina] on (B)(6) 2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tuba.; on (B)(6) 2018: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tuba. Presence of small amount of free fluid in the posterior fundus sack, pelvic varices; on (B)(6) 2018: fluid in sack fundus and varices; on (B)(6) 2020: uterus in ante-verso-flexion, presenting normal dimensions, regular contour and heterogeneous texture. Uterus measures: 71 x 40 x 57 mm volume: 85 cm³. Centered endometrium measuring 10 mm thick. Right ovary measuring 34 x 19 mm. Left ovary measuring 44 x 31 mm, presenting cystic image with thin septa inside, measuring 39 x 29 x 35 mm volume: 21 cm³, with hyperechogenic, oval area measuring approximately 16 mm and normal vascularization (teratoma?). Presence of bilateral normoimplanted essure device. No evidence of free fluid in posterior fund sack; on (B)(6) 2022: uterus in ante-verso-flexion, showing regular contour and heterogeneous texture without focal lesions. Uterus measures: 90 x 35 x 61 mm vol: 101.7 cm³. Centered endometrium measuring 11 mm thick. Right ovary measuring 32 x 17 mm. Left ovary: 45 x 26 mm. Inside, we visualized heterogeneous image of mixed consistency measuring 43 x 23 mm. There is no evidence of free fluid in the posterior sacral fundus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("inflammations in your fallopian tubes/chronic salpingitis"), oophoritis ("oophoritis"), pelvic pain ("pelvic pain") and vaginal infection ("acute vaginitis") in a 33 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chikungunya virus infection in 2019 and endometritis, food allergy (shrimp and pineapple), pelvic pain (pre-existing condition), anemia (pre-existing condition), caesarean section (1 cesarean delivery), vaginal delivery (2 vaginal deliveries), multiparous (patient already had children,) and multigravida (patient already had children, gravida 3). No comorbidities, pre-existing medical condition, allergies, food intolerance and non-drug user. Zero abortions. Previously administered products included: microvlar for contraception. Concomitant products included dulcolax [bisacodyl] for ultrasound abdomen on (B)(6) 2022, simethicone (simeticone) for ultrasound abdomen on (B)(6) 2022, midazolam since (B)(6) 2020, morfina [morphine] for salpingectomy since (B)(6) 2020, dipirona [metamizole sodium] since (B)(6) 2020 with a previous dosage regimen since (B)(6) 2020, cefazolina [cefazolin] for antibiotic prophylaxis since (B)(6) 2020, cefalexina [cefalexin] from (B)(6) 2020 to (B)(6) 2020, dimeticona (dimeticone) in (B)(6) 2020, diclofenac potassium in (B)(6) 2020, lorazepan (lorazepam) since (B)(6) 2016, azitromicina [azithromycin] since (B)(6) 2016, ibuprofen since (B)(6) 2016, diazepan (diazepam) since (B)(6) 2016, fentanil (fentanyl) for salpingectomy and clorexidina (chlorhexidine gluconate). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016 she experienced procedural pain ("pain scale 2/ light colics"). In (B)(6) 2016 she experienced diuresis ("diuresis"). On (B)(6) 2018 she experienced vaginal infection (seriousness criterion medically important). On (B)(6) 2018 she experienced varicose veins pelvic ("pelvic varices"). On (B)(6) 2020 she experienced flatus ("elimination of flatus/vesico-intestinal eliminations present and regular"). On (B)(6) 2020 she experienced postoperative pain ("flaccid abdomen, painful to palpation"). On (B)(6) 2020 she experienced gastrointestinal hypermotility ("peristalsis +") and diuresis excessive ("diuresis +"). In (B)(6) 2020 she experienced salpingitis (seriousness criteria hospitalisation and intervention required). On (B)(6) 2020 she experienced fallopian tube cyst ("paratubarian cysts"). On (B)(6) 2022 she experienced meteorism ("intense intestinal meteorism"). On unknown dates she experienced oophoritis (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criterion intervention required), back pain ("back pain"), pain in extremity ("pain in the legs"), heavy menstrual bleeding ("increased menstrual flow"), cramp in lower abdomen ("severe colic"), nausea ("nausea"), dizziness ("dizziness"), abdominal pain ("absurd pains in the belly/strong abdominal pain"), chest pain ("absurd chest pains"), mood swings ("mood swing"), device dislocation ("essure was out of the proper place"), ovarian cyst ("left ovary cyst"), abdominal distension ("swelling in the belly"), a first episode of dysmenorrhoea ("a lot of pain during the menstrual period"), stress ("stress"), perineal pain ("perineal pain female"), a second episode of dysmenorrhoea ("intense menstrual colic"), breast pain ("intense mastalgia"), premenstrual syndrome ("intense premenstrual tension"), dyspareunia ("dyspareunia") and iliac fossa pain ("pain in the right iliac fossa") and was found to have blood cholesterol increased ("raised total cholesterol") and low density lipoprotein increased ("elevated ldl cholesterol"). The patient was hospitalised from (B)(6) 2020 to (B)(6) 2020. The patient was treated with cefazolina [cefazolin], bromoprida (bromopride), cetoprofeno [ketoprofen], dipirona sodica (metamizole sodium), omeprazol [omeprazole sodium] and ondansetron as well as surgery (bilateral salpingectomy on (B)(6) 2020 from 14:22 to 15:20 and bilateral salpingectomy on (B)(6) 2020 at 14:22 from 14:22 to 15:20). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, ovarian cyst and abdominal distension had not resolved. The outcomes for salpingitis, oophoritis, vaginal infection, back pain, heavy menstrual bleeding, cramp in lower abdomen, nausea, dizziness, abdominal pain, chest pain, mood swings, device dislocation, meteorism, flatus, postoperative pain, gastrointestinal hypermotility, diuresis excessive, fallopian tube cyst, stress, perineal pain, blood cholesterol increased, low density lipoprotein increased, breast pain, premenstrual syndrome, dyspareunia, iliac fossa pain, varicose veins pelvic, procedural pain, diuresis and the last episode of dysmenorrhoea were unknown. The reporter considered abdominal distension, abdominal pain, cramp in lower abdomen, iliac fossa pain, back pain, blood cholesterol increased, breast pain, chest pain, device dislocation, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, dyspareunia, fallopian tube cyst, flatus, meteorism, gastrointestinal hypermotility, heavy menstrual bleeding, low density lipoprotein increased, mood swings, nausea, oophoritis, ovarian cyst, pain in extremity, pelvic pain, perineal pain, diuresis, diuresis excessive, premenstrual syndrome, procedural pain, postoperative pain, salpingitis, stress, vaginal infection and varicose veins pelvic to be related to essure administration. The reporter commented: before the implantation of the essure device, the plaintiff hardly felt colic during her menstrual period. Period, led a healthy life, without the presence of constant pain, as well as she felt willing to as well as she felt willing. (B)(6) 2016:mentally oriented, admitted walking, skin intact, normal color, had pure coffee 07:30 essure insertion: no maneuvers required, no difficulties, bilateral, 4 spirals in the right tube cavity and 3 in the left tube cavity. Procedure time 3 after essure insertion: released after improvement of symptoms (mild colic), presenting stable vital signs and no complaints. The doctors said that essure is well positioned. Procedure (bilateral salpingectomy) performed without intercurrences last 24 hours after bilateral salpingectomy: normotensive and afebrile patient in good general condition, asymptomatic, hydrated, ruddy, eupneic, refers elimination of flatus. Abdomen: flaccid, painless on superficial palpation, no signs of peritoneal irritation. Operative wound: clean and dry, no signs of hematoma. Lower limbs: no signs of acute thrombosis. Hospital discharge on examination: lucid and oriented, ruddy, breathing with room air. The abdomen was flaccid and painless on palpation, vesico-intestinal eliminations present and regular were present and regular, as reported by the patient. Lower limbs free of edema. At 16:00 (B)(6) 2020: settled in bed, lucid and oriented, responsive to verbal requests, ventilating on room air, walking, vital signs checked. At 19:00 (B)(6) 2020: settled in bed, lucid and oriented, responding to verbal requests with coherence, denies drug allergies, accepting well the diet offered, no pain complaints at the moment, bladder and bowel eliminations present. Venous access was performed in the right upper limb with 18-gauge jelco and saline solution. At 07:00 (B)(6) 2020: lucid and oriented, on zero diet, with venous access in the right upper limb saline, walking. (B)(6) 2020: removal of adornments, forwarded to the abdominal and pelvic bath with chlorhexidine at 15:20 (B)(6) 2020 : lucid, oriented, normotensive, eupneic, flaccid breasts, flaccid abdomen painless on palpation, surgical wound clean and dry at the moment, light-colored diuresis in good flow in a closed collector and a landing bladder catheter, free limbs without mobility due to motor block. Before the procedure (bilateral salpingectomy): at 07:00, the patient was lucid, oriented, responsive to verbal requests, walking, breathing room air; normal pressure, normocardia, afebrile, eupneic, normal colored mucous membranes, hydrated skin, acyanotic, anicteric; peripheral venous access in the right upper limb, jelco 18, saline; lower limbs free of edema, free calves; denies comorbidities and drug allergies; active auscultation was offered; she was oriented not to ingest liquids and food; communicate any alteration to the team; at 12:45 she was referred to the surgical center; at 16:45 she returned lucid, oriented, responsive to requests; occlusive surgical wound; oriented to the care of the occlusive wound. Indwelling urinary catheter with 200 ml of diuresis, light yellow color; at 17:40 (B)(6) 2020: patient lucid and oriented, with venous access flowing serum therapy with bladder catheter in sinphonage at 19:00 (B)(6) 2020: patient lucid, oriented, responsive, at bed rest with delayed bladder catheterization, uneventful at 07:00 (B)(6) 2020: patient accommodated in bed, lucid, oriented and cooperative, denies drug allergies and comorbidities, peripheral venous access in the right upper limb, jelco 18 saline, accepting direct offered, flaccid abdomen, painful to palpation, operative wound with occlusive dressing, externally clean and dry, vaginal bleeding absent at the moment. Diuresis was present by indwelling urinary catheterization, lower limbs without edema and free calves. Peripheral venous access location: right upper limb caliber of percutaneous device chosen: 18 permeability: adequate flogistic signs at the puncture site: no device installation date: (B)(6) 2020 device replacement date: (B)(6) 2020 preoperative diagnosis: chronic salpingitis postoperative diagnosis: the same surgical description: 1- asepsis + antisepsis. 2- skin incision to pfannestiel. 3- opening of the cavity by planes and lysis of adhesions. 4- cavity inventory: uterus of normal size and shape, ovaries visualized and without macroscopic alterations, fallopian tubes with bilateral salpingitis. 5- individualization of uterine tubes with localization of metallic fragments (essure). 6- incision of the upper part of the fallopian tube with removal of the essure fragments. 7- performing clamping section and tubal ligation/ bilateral salpingectomy. 8- review of hemostasis. 9- synthesis of the cavity by planes. 10- synthesis of the skin. 11- compressive occlusive dressing. 12- end of the procedure. At 19:00 (B)(6) 2020: patient accommodated in bed, awake, verbalizing, ventilating on room air, no complaints at the moment, eupneic, acyanotic, afebrile, normotensive, denies allergies and comorbidities, accepting well the diet offered, symmetrical breasts, abdomen flaccid and free, diuresis present by vesical catheterization, absence of vaginal bleeding, absent bowel movements, lower limbs free of edema (B)(6) 2020: lucid patient, hydrated, ruddy, anicteric, acyanotic, eupneic and afebrile, without complaints, flaccid abdomen, painless on superficial palpation, surgical wound without signs of inflammation, peristalsis +, diuresis +. (B)(6) 2020: patient without complaints at the moment, good general state, ruddy, hydrated, flaccid abdomen, painless, good-looking scar. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. [Blood cholesterol (< 199 mg/dl)] on (B)(6) 2020: 276 mg/dl [blood pressure measurement] on (B)(6) 2016: 90x60 mmhg; on (B)(6) 2020: 111x77/ 100x70/ 118x82/ 111x77 mmhg [body temperature] on (B)(6) 2016: 36.5 degrees celsius; on (B)(6) 2020: 36/ 35.8 degrees celsius [chest x-ray] on (B)(6) 2020: -expanded and transparent lungs pervious costophrenic sinuses heart silhouette within normal limits [culture urine] on (B)(6) 2018: negative [heart rate] on (B)(6) 2016: 60 beats/min; on (B)(6) 2020: 65/ 50/ 62 beats/min [hepatitis b virus test] on (B)(6) 2020: not reagent [histology] on (B)(6) 2020: paratubarian cysts [hiv antibody] on (B)(6) 2020: non-reactive [human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2018: negative; on (B)(6) 2019: negative; on (B)(6) 2020: negative [low density lipoprotein (< 99 mg/dl)] on (B)(6) 2020: 199.20 mg/dl [magnetic resonance imaging abdominal] on (B)(6) 2022: bladder of normal shape, contours and capacity, with homogeneous content. Anteverted uterus with preserved shape, contours and dimensions, measuring 8.1 x 4.0 x 5.2 cm, with estimated volume of 87.6 cm³. The signal intensity of the myometrium is homogeneous, with no focal lesions. Endometrium and junctional zone with normal thickness and signal intensity. Uterine cervix with preserved morphology. Ovaries with preserved morphology, dimensions within normal limits for the age range and regular contours, the right ovary presenting normal signal intensity and the left ovary showing nodular, oval image, predominantly with lipomatous content with solid projections in between, measuring approximately 3.1 x 2.5 cm, compatible with teratoma. Vagina of anatomical configuration. Vesicouterine and retrocervical spaces and rectovaginal and vesicovaginal septa of preserved aspect. Round and uterosacral ligaments in pelvic excavation. Absence of pelvic or inguinal lymphadenomegaly. No significant changes are observed in the rectum/sigmoid topography, possible to detect by the method. [Oxygen saturation] on (B)(6) 2020: 98/ 99/ 100 % [respiratory rate] on (B)(6) 2016: 20 breaths per minute; on (B)(6) 2020: 12/ 18/ 15/ 11 breaths per minute [smear cervix] on (B)(6) 2018: negative for neoplasia, benign, reactive or reparative cellular changes, inflammation epithelia represented in the sample: squamous microbiology: lactobacilli [treponema test] on (B)(6) 2020: syphilis: not reagent [ultrasound abdomen] on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. No dilatation of intra- or extrahepatic bile ducts. The hepatocoledocele is normal in caliber. Gallbladder is normally distended, thin-walled, with no evidence of calculi inside. Spleen is homogeneous and of normal volume. Pancreas with anatomic aspect. Kidneys of normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocalyx dilatation and/or calculi with echographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside.; on (B)(6) 2022: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. No dilatation of intra- or extrahepatic bile ducts. The hepatocoledocele is normal in caliber. The gallbladder is normally distended, thin-walled, with no evidence of stones inside. Spleen is homogeneous and of normal volume. Pancreas with anatomic aspect. Kidneys of normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocalyx dilatation and/or calculations with echographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Intense intestinal meteorism. [Ultrasound scan] on (B)(6) 2016: essure well-positioned; (date unknown): essure out of the proper place [ultrasound scan vagina] on (B)(6) 2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tuba.; on (B)(6) 2018: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tuba. Presence of small amount of free fluid in the posterior fundus sack, pelvic varices; on (B)(6) 2018: fluid in sack fundus and varices; on (B)(6) 2020: uterus in ante-verso-flexion, presenting normal dimensions, regular contour and heterogeneous texture. Uterus measures: 71 x 40 x 57 mm volume: 85 cm³. Centered endometrium measuring 10 mm thick. Right ovary measuring 34 x 19 mm. Left ovary measuring 44 x 31 mm, presenting cystic image with thin septa inside, measuring 39 x 29 x 35 mm volume: 21 cm³, with hyperechogenic, oval area measuring approximately 16 mm and normal vascularization (teratoma?). Presence of bilateral normoimplanted essure device. No evidence of free fluid in posterior fund sack; on (B)(6) 2022: uterus in ante-verso-flexion, showing regular contour and heterogeneous texture without focal lesions. Uterus measures: 90 x 35 x 61 mm vol: 101.7 cm. Centered endometrium measuring 11 mm thick. Right ovary measuring 32 x 17 mm. Left ovary: 45 x 26 mm. Inside, we visualized heterogeneous image of mixed consistency measuring 43 x 23 mm. There is no evidence of free fluid in the posterior sacral fundus. Lot number: d40621, UDI: (B)(4), manufacture date: 2014-12 and expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.